Event description:
While clipping the cystic artery, during a laparoscopic choleycystectomy, endoclip did not adhere tightly to vessel and piece of plastic fell from endoclip applier into patient. Afterward endoclip would not reload or fire. Loose clip and piece of plastic were removed from patient cavity by surgeon under visualization. Clip applier was replaced with new one. No noted injuries to patient.======================manufacturer response for endo clip iii, endo clip iii (per site reporter).